Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that she had blood glucose of 600 mg/dl. Customer treated with a manual injection. Customer stated that she changed her whole set 3 times before she called. Customer stated that the first time, she was priming the pump and it kept priming after she stopped pressing the act button. Troubleshooting was performed. Customer stated that the insulin did exit the tubing when she ran a manual prime. Customer stated that the cannula was not bent. Customer was advised to do a complete set change and to treat per health care provider's instruction.